Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead was not capturing. A chest x-ray showed no significant change in lead placement. The mode was reprogrammed from ddd to vvi40 as the patient could not tolerate change to pulse width. The lead remains in the patient but not programmed for use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.